Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient missed their last appointment to get the implant checked. They didn't think it was working right since (B)(6) 2016, the day that it was put in. When they went to use the patient programmer (pp) to check, they were getting a dead battery screen. They confirmed that this was the low pp battery warning screen. They didn't have brand new batteries to try troubleshooting. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.